Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to the patient's weight change, the cardiac resynchronization therapy defibrillator (crt-d) dropped from the pocket resulting in dislodgement of the atrial lead. Reprogramming was done and the lead was subsequently explanted and replaced. The device remains in use. No patient complications have been reported as a result of this event.